Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. An x-ray was performed and dislodgement of the rv lead was confirmed. The rv lead was explanted and replaced to resolved the event. The patient was stable with no consequences.